Event description:
Device 2 of 2. Reference MFR number: 1627487-2018-12603. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the ipg were explanted and replaced. The lead was left in place.